Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (vaginal plasty), abdominal pain, back pain and bleeding genital on (B)(6) 2022, surgical procedure (other gyn surgery ¿ (B)(6) 2016 - rectal sphincter repair with rectocele repair other surgery ¿ (B)(6) 2010 - essure), pelvic pain, perineal pain, postnatal growth restriction, proctocele and fourth-degree perineal laceration during delivery in 2016 and vaccination (patient obtained flu vaccine in november through work.) And obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) -2022, 4335 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & laparoscopic bilateral salpingectomy,). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.567 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: fallopian tubes are occluded bilaterally. There is no free spillage. Location of essure is satisfactory bilaterally within fallopian tubes. The proximal end of the inner coil appears to be within 3 cm from the uterine cornua. Impression: location of essure is satisfactory and bilateral occlusion of fallopian tubes. [Pathology test] on (B)(6) 2022: final diagnosis fallopian tube right and left fallopian tube fallopian tubes, bilateral salpingectomy complete cross section of fallopian tubes is identified. Medical device identified, consistent with essure coils. Fallopian tube: right and left fallopian tube: the sections show two separate fallopian tubes with open lumina containing unremarkable plica lined by bland columnar epithelium without atypia. The surrounding wall contains unremarkable smooth muscle bundles. No features of malignancy are identified. Gross description: fallopian tube #1: the fallopian tube is 9.5 om in length by 0.5 to 0.6 cm in diameter. The serosa is pink-purple, smooth and glistening. Sectioning of the tube displays pinpoint to stellate lumen. Within the proximal lumen is silver, metallic device, grossly consistent with an essure coil. Fallopian tube #2: the fallopian tube is 9.5 om in length by 0.5 to 0.6 cm in diameter. The serosa is pink-red, smooth and glistening. Sectioning of the tube displays pinpoint to stellate lumen. Within the proximal lumen is silver, metallic device, gross consistent with an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report. Reporter information ,patient information ,medical history and lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.